Event description:
Customer reports two broken, overheating and bad sounding handpieces. A patient's lower right lip and lip inside cheek was burned (initials he, age 18, male) during a crown prep. Topical [benzocaine] was applied and triple antibiotic ointment and 800mg ibuprofen was advised. The doctor does not think there will be scarring. In the same report, the customer said another patient's lip was burned a few weeks prior (no pt information was provided). The doctor says he can't always know when they are overheating and if the patient's lip is numb, they can't feel it either. Plenty of water is run through the handpieces, fresh burs are used and the handpieces are run through an oil machine between each use.

Event description:
Customer reports two broken, overheating and bad sounding handpieces. A patient's lower right lip and lip inside cheek was burned (B)(6), male) during a crown prep. Topical [benzocaine] was applied and triple antibiotic ointment and 800mg ibuprofen was advised. The doctor does not think there will be scarring. In the same report, the customer said another patient's lip was burned a few weeks prior (no pt information was provided). The doctor says he can't always know when they are overheating and if the patient's lip is numb, they can't feel it either. Plenty of water is run through the handpieces, fresh burs are used and the handpieces are run through an oil machine between each use.